Event description:
It was reported that during an unk procedure, the device would not staple and would not cut. Completed with the same like product. There was no pt consequence.

Manufacturer narrative:
(B)(4). Info anticipated, but unavailable at this time. (B)(4).